Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level and diabetic ketoacidosis with blood glucose level of 600 mg/dl. Customer was hospitalized for the further treatment and he was not ok for troubleshooting. The insulin pump will be returned for analysis.